Event description:
It was reported that a symptomatic patient presented to the hospital with chest pains. Physical examination of the patient's device produced a friction rub. Device interrogation showed that the right ventricular (rv) lead exhibited loss of capture and low sensing and low pacing impedance measurement values. Chest x-ray and computed tomography (CT) scan confirmed cardiac perforation by the rv lead. The lead was explanted and replaced. The patient was stable post procedure.